Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On the event date, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultralink meter was prompting an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the subject meter was prompting a message of "not enough blood." The alleged issue reportedly began on the same day, at 5:30 am. The cca noted that the pt is on an insulin pump; however, denied taking any action regarding her diabetes management as a result of the alleged issue. Five minutes after the alleged message appeared, the pt claimed she became sweaty. The pt denied receiving medical treatment. At the time of troubleshooting, the csr noted that the alleged message remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.